Event description:
In (B)(6) 2014, the surgeon performed a left side ifuse si joint arthrodesis on the patient placing three implants. The patient did fine after surgery, but approximately two weeks later, during the weight bearing restriction phase, the patient bent over and heard a popping sound and felt pain in her right si joint. A CT scan showed that the middle and inferior implants appeared to be "backed out" a few millimeters from their original location. The surgeon believes the "backing out" occurred because the implants were not placed fully across the si joint initially and that the patient was non-compliant with post-op weight bearing restrictions. Later in (B)(6) 2014, the surgeon performed a revision surgery where he advanced the middle and inferior implants a few millimeters. No implants were removed. The patient is doing well after the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause for the implants "backing out" is that the implants were not placed fully across the si joint initially and the patient's non-compliance to post-op weight bearing instructions. Part numbers, lot numbers, manufacture dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0852, manufactured 11/22/13, expires 2018-11; ifuse implant, p/n 7035-90, lot# i0858, manufactured 12/23/13, expires 2018-12; ifuse implant, p/n 7045-90, lot# i0901, manufactured 03/26/14, expires 2019-01.